Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Technical operations investigated customer complaint of false negative sample and tested retains of the cartridge lot. Root cause is undetermined due to lack of sufficient evidence. Additional investigation was not completed because no additional cartridges were available.

Event description:
One person was tested on (B)(6) 2021 with the cue health covid-19 test for professional use at 10:00am and had a negative result. The same person went to the ER the next day and was retested with a positive result. Two other people, experiencing covid-19 symptoms, had negative results with the cue covid-19 test for professional use but were later retested at another facility with positive results of covid-19.